Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Subsequently, the patient underwent revision to have a new abutment placed on the sleeper implant.

Manufacturer narrative:
It is now reported that the abutment on the sleeper implant was placed under a general anesthetic on (B)(6) 2018.